Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken syringe holder." It is unknown when the event occurred; however, it was identified in the "general surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a broken syringe holder was confirmed but not reproduced during product evaluation. The assignable cause was not identified. The syringe holder was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.